Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion and excessive no delivery tests. Unable to prime due to faulty force sensor. Insulin pump had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error multiple times during a bolus attempt. The blood glucose reading was 8.4 mmol/l. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.